Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm) and ceftazidime injection (1gm) for peritonitis. Fifteen days after the onset, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.